Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, "the printed label on the surgical pack for the field looks like it ran, as if it had gotten wet. I would assume it was before being sterilized but I didn't know." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).